Manufacturer narrative:
The evoke scs system was not returned to saluda for analysis. The patient¿s event logs were reviewed, and the reported disconnected electrodes were confirmed. The root cause of the disconnected electrodes cannot be definitively determined. The evoke scs system MRI guidelines state, ¿impedance measurement must be performed to ensure no channels are disconnected or shorted prior to scanning.¿

Event description:
A patient implanted with an evoke spinal cord stimulation (scs) system reported a fall, which was not caused by or attributed to the evoke scs system. Magnetic resonance imaging (MRI) was required to assess the injury. An impedance check was performed and disconnected electrodes were identified, impacting the MRI compatibility. The patient requested explant of their evoke scs system.